Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log in. A technical support specialist (tss) initially unable to log in to the station, but during troubleshooting the customer advised that they were then able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the user could not log in, while trouble shooting. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.